Event description:
It was reported to philips that the host computer was unable to boot, needing to be started manually, which can prevent a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The distributor inspected the system on site and confirmed that host computer was unable to start. Upon troubleshooting, the distributor found that the host pc could not power automatically; the host pc required manual activation from the pc m-cabinet. To resolve the issue, the fse replaced the host pc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.